Manufacturer narrative:
The field service representative inspected alinity I processing module, serial number (B)(6) performed multiple troubleshooting procedures but was unable to determine a single cause for the result issue. The alinity I processing module, serial number (B)(6) was considered the cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I anti-hbc ii results for multiple samples. The following results were provided: sid (B)(6) initial results = 3.45 s/co, repeat results (B)(6) = 2.10, 2.06, 1.98 s/co, results on (B)(6) after troubleshooting = 1.77 s/co, 1.78 s/co sid (B)(6), initial results = 6.94 s/co, repeat results (B)(6) = 5.19 s/co, 5.36 s/co, 4.97 s/co, results on (B)(6) after troubleshooting = 4.58 s/co, 4.81 s/co sid (B)(6) initial results = 1.73 s/co, 1.59 s/co, repeat results (B)(6) = 1.01 s/co, 0.94 s/co, results on (B)(6) after troubleshooting = 0.29 s/co, 0.31 s/co sid (B)(6) initial results = 3.10 s/co, 3.61 s/co, repeat results (B)(6) = 1.74 s/co, results on (B)(6) after troubleshooting = 0.55 s/co, 0.68 s/co, additional information sag = 0, corem nr sid (B)(6), initial results = 4.00 s/co, repeat results (B)(6) = 4.11 s/co, 4.33 s/co, results on (B)(6) after troubleshooting = 3.96 s/co, 3.95 s/co sid (B)(6), initial results = 3.49 s/co s/co, repeat results (B)(6) = 1.98, 1.85 s/co, results on (B)(6) after troubleshooting = 0.62 s/co, 0.78 s/co no impact to patient management was reported.

Event description:
The customer observed false positive alinity I anti-hbc ii results for multiple samples. The following results were provided: sid (B)(6) initial results = 3.45 s/co, repeat results (B)(6) = 2.10, 2.06, 1.98 s/co, results on (B)(6) after troubleshooting = 1.77 s/co, 1.78 s/co. Sid (B)(6) initial results = 6.94 s/co, repeat results (B)(6) = 5.19 s/co, 5.36 s/co, 4.97 s/co, results on (B)(6) after troubleshooting = 4.58 s/co, 4.81 s/co. Sid (B)(6) initial results = 1.73 s/co, 1.59 s/co, repeat results (B)(6) = 1.01 s/co, 0.94 s/co, results on (B)(6) after troubleshooting = 0.29 s/co, 0.31 s/co. Sid (B)(6) initial results = 3.10 s/co, 3.61 s/co, repeat results (B)(6) = 1.74 s/co, results on (B)(6) after troubleshooting = 0.55 s/co, 0.68 s/co, additional information sag = 0, corem nr. Sid (B)(6) initial results = 4.00 s/co, repeat results (B)(6) = 4.11 s/co, 4.33 s/co, results on (B)(6) after troubleshooting = 3.96 s/co, 3.95 s/co. Sid (B)(6) initial results = 3.49 s/co s/co, repeat results (B)(6) = 1.98, 1.85 s/co, results on (B)(6) after troubleshooting = 0.62 s/co, 0.78 s/co. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.